Event description:
The patient reported that one day post implant of their implantable pulse generator (ipg) when they were at home, they "had problems". The patient went in and it was discovered that the physician "had failed to connect the lead properly". A new implantable pulse generator (ipg) system was implanted and approximately six months later the old system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the fluoroscopy post-implant of the initial system revealed that the leads were completely pulled out of the heart.